Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they allege insulin pump was under delivering. Customer experienced high blood glucose level and was treated with insulin pump. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, sleepy. Customer did not feel ok to troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.